Event description:
"I also have a clicking in my jaw when I chew and my jaw will lock sometimes when I yawn. This did not happen before my 8 tray."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.